Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem was reproduced. The device was tested for flow accuracy and it failed with an error of percentage of (B)(4). A review of the event history log (ehl) revealed infusions without any abnormalities. The reported condition was verified. The cause of the condition was determined to be pressure plat setup. The pressure plate will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over infused during testing in the biomed service department. There was no patient involvement. No additional information is available.